Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sterile package was compromised. A 12-28-181 flexima¿ was delivered to the department and when the department opened the box, it was noted the item was compromised. The device was sticking through its packaging. There was no damage noted on the box.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The package was received damaged at bottom section(near to the seal). The seal section is properly sealed. Moreover, no visual damages were noted on the components received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the sterile package was compromised. A 12-28-181 flexima¿ was delivered to the department and when the department opened the box, it was noted the item was compromised. The device was sticking through its packaging. There was no damage noted on the box.